Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap on the dark blue connector and the white twist clamp was in a closed position. A visual inspection was performed with naked eye with no issues noted. The detent (notch) and lead in were present on the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was ¿too tight¿ and ¿unable to close¿. This issue was identified prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.